Manufacturer narrative:
PMA/510k: this part is not approved for use in the united states; however, a like device with catalog # 1476000500, 510k # k091974, UDI#: (B)(4) is approved for sale in the us. The device has not been returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: implant removal due to rod breakage procedure performed: fixation after vertebral body fracture levels implanted: l1-5 post-op, the implant removal was performed because rod was broken. As bone union had been achieved implant removal was performed without reinserting the rod.